Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient needed their spinal cord stimulator (scs) lead re-anchored due to "protrusion" of lead. This was done to prevent break down of the skin around the lead. No further information was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 21-jan-2019, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 18-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and headaches. It was reported that the patient had a lead revision one month after implant to re-anchor their lead. No further complications were reported.